Event description:
Literature was reviewed regarding conduction disturbances following transcatheter aortic valve replacement (tavr). Of the 3,208 patients included in the study population, 1,033 underwent tavr with the medtronic evolut pro system. Within thirty days of tavr, the authors observed six deaths in the evolut pro group. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. Additional outcomes listed for the evolut pro group included: valve recapture, valve malposition, valve embolization or migration, need for second valve implant, conversion to open surgery, tamponade, need for cardiopulmonary bypass, coronary obstruction, mitral valve dysfunction/damage, rupture, need for cardiopulmonary resuscitation, valve thrombosis, ventricular tachycardia/fibrillation, new conduction disturbance (unspecified, second or third degree atrioventricular block, or left bundle branch block), need for permanent pacemaker implant, myocardial infarction, paravalvular leak (mild to severe), bleeding (major or life-threatening), major vascular complications, and acute kidney injury. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: enveo pro delivery system, product ID: envpro-16, lot number(s): unknown. Citation: loewenstein I, finkelstein a, banai s, et al. Conduction disorders following transcatheter aortic valve replacement using acurate neo2 transcatheter heart valve: a propensity matched analysis. Cardiovasc revasc med. Published online may 5, 2024. Doi:10. 1016/j.carrev.2024.05.002 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.